Event description:
Reportedly, the pump was underinfusing by half. Customer stated that if they set rate to 200, only 100 goes through. If they reset rate for the remaining 100, then only 50 goes through.

Manufacturer narrative:
Device eval results: the pump was inoperable when received due to a damaged air-in-line sensor; therefore, the initial delivery rate testing could not be performed. The air-in-line sensor was replaced and the pump met delivery specifications. The pump was most recently returned for repair in 2008. The damage to the air-in-line sensor was due to user mishandling.